Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button unresponsive. The customer's blood glucose value was 400 mg/dl. The customer treated with manual injections. The customer stated that they were out in the sun and the pump might have gotten a little warm. The customer stated that the screen disappears when a button is pressed. The customer also mentioned a black line across the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage inside the force sensor resistor also, whit with intermittent button response due to flattened down button dome switch. Unable to perform self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Inspected j2 lcd connector and no unlocked connector noted. The insulin pump passed the stop current test, run current test and displacement test. The insulin pump had had cracked case at the display window corner and minor scratched display window.